Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 484 mg/dl at the time of the incident. The customer was treated with manual shots. The customer declined troubleshooting for high blood glucose. The customer was advised pump needs to be replaced and will monitor the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with serial number label fading. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.